Event description:
Caller states patient received results of 555 mg/dl on the inform system and 235 mg/dl on lab value within 10 minutes. Patient was treated with 2 units of unspecified insulin based on lab reading. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.